Event description:
The line was inserted in 2007. The line fractured in 2008, and was repaired. A second fracture occurred two days later, in a new spot on the line. The previous repair remained intact. A second repair was conducted. There was no other impact on the pt.

Manufacturer narrative:
Eval: no product was returned to assist in our investigation. Therefore, we were not able to determine with certainty the root cause of this event. Our qc dept confirms the overall catheter surface of this product is clean and without excessive imperfections or damage. We do caution that silicone catheters are not designed for power injection as the catheter may rupture. Use of a 10ml syringe or larger will reduce the risk of catheter rupture. Nevertheless, the appropriate individuals have been notified of this event and we will continue to monitor for similar occurrences.